Event description:
It was reported that an increase in pacing threshold was noted on the right ventricular lead. Anomalous capture and impedance values were also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.